Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using the perclose proglide device after treatment was provided for a st-segment elevation myocardial infarction. Reportedly, the suture did not attach to the needles. Another proglide was used with the same results. A third proglide was attempted, but the suture pulled out of the artery once the knot pusher was advanced. Manual arterial compression and a non-abbott device were used to achieve hemostasis. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the proglide. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices are being filed under separate medwatch MFR numbers. The perclose proglide instructions for use states the safety and effectiveness have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Without device analysis, a cause for the reported suture pulling from the artery could not be determined. A suture pulling out of the artery can be influenced by numerous factors including, but not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the devices are visually inspected and a sampling of finished devices is destructively tested to assure product functionality. Applying too much tension to the suture, a frail artery or calcification could contribute to the reported event. Reportedly, some femoral calcification was present. Review of the device lot history record did not reveal any nonconforming material records. A query of the complaint-handling database found no similar incidents for this lot. Based on the review of the lot history record, the complaint handling database, event information and testing/inspection criteria for this lot, a product quality deficiency was not noted.